Event description:
The customer reported it was impossible to perform a heat disinfection mode due to the triggering of a lot of alarms.

Manufacturer narrative:
No pt involvement. After investigation, the facility's technician noticed that there was a leak between the inlet and the outlet compartments of the heat exchanger. A retrospective complaint review determined that this event is related to a field action initiated in may 2006.